Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a grip cable loose at distal clevis. The instrument housing was removed and the grip cable was found broken at idler block inside the housing. Additional observations not reported were the clamping pulleys were corroded and the instrument main tube had deep scratches/gouges. The clamping pulleys inside the house exhibited corrosion/contamination around the screws heads and groves which the cables lie. Failure analysis concluded the damage was likely due to improper cleaning. Various scratches on the distal end of the main tube showed light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The cleaning and sterilization user manual specifically states: o do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si colon resection procedure, a cable broke on a large needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.